Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant, the helix on the right atrial (ra) lead extended after 11 turns of the fixation tool. The position yielded high threshold measurements. The physician attempted to reposition the ra lead; however, the helix would not retract after many turns of the fixation tool. As a result, the physician had no choice but to accept the high threshold measurements. The ra lead remains implanted. No adverse patient effects were reported.